Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 the patient, who was not feeling any symptoms at the time, was alerted of a cgm reading of 44 mg/dl. She took grape juice and nasal glucagon spray and noted that her dexcom reading rose up to 80 mg/dl. An hour after taking the nasal glucagon, she took another nasal glucagon spray and glucagon injectable. No bg meter was taken when the patient was still at home. The patient felt sick and began vomiting after taking glucagon. Paramedics were called and the patient was treated with IV medication and an anti-nausea IV injection while being transported to the hospital. At the hospital, the patients cgm reading was 112 mg/dl and bg was 268 mg/dl. The patient was treated with another anti nausea IV and was discharged from the hospital after 24 hours. She was feeling good at the time of the report. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.